Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('post implant pregnancy') and infection ('infections') in an adult female patient who had essure (batch no. 898928) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo an essure confirmation t". The patient's concurrent conditions included multigravida and parity 3. Concomitant products included ibuprofen, medroxyprogesterone acetate (depo provera) and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced pelvic pain ("severe pelvic pain/ persistent pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2020, the patient experienced vaginal discharge ("vag. Discharge") and migraine ("migraines / headaches"). On an unknown date, the patient experienced infection (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti") and vaginal infection ("vag. Infection"). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device, infection, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge and migraine outcome was unknown and the pelvic pain had not resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered anxiety, bladder disorder, cystitis, depression, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she underwent treatment due to complications from the essure device. Complications she experienced of her unintended pregnancy or delivery: open heart surgery twice (baby had two heart surgeries). Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: results: pregnant. Most recent follow-up information incorporated above includes: on 2-jul-2020: pfs received event " migraine/ headache" was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('post implant pregnancy') and infection ('infections') in an adult female patient who had essure (batch no. 898928) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo an essure confirmation t". The patient's concurrent conditions included multigravida and parity 3. Concomitant products included ibuprofen, medroxyprogesterone acetate (depo provera) and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced pelvic pain ("severe pelvic pain/ persistent pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2020, the patient experienced vaginal discharge ("vag. Discharge") and migraine ("migraines / headaches"). On an unknown date, the patient experienced infection (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti") and vaginal infection ("vag. Infection"). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device, infection, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge and migraine outcome was unknown and the pelvic pain had not resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered anxiety, bladder disorder, cystitis, depression, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she underwent treatment due to complications from the essure device. Complications she experienced of her unintended pregnancy or delivery: open heart surgery twice (baby had two heart surgeries). Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: results: pregnant. Lot number: 898928 manufacture date: 2011-08 expiration date: 2014-08. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('post implant pregnancy') and infection ('infections') in an adult female patient who had essure (batch no. 898928) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo an essure confirmation t". The patient's concurrent conditions included multigravida and parity 3. Concomitant products included ibuprofen, medroxyprogesterone acetate (depo provera) and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced pelvic pain ("severe pelvic pain/ persistent pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia"). In (B)(6) 2020, the patient experienced vaginal discharge ("vag. Discharge") and migraine ("migraines / headaches"). On an unknown date, the patient experienced infection (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti") and vaginal infection ("vag. Infection"). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device, infection, menstrual disorder, vaginal haemorrhage, heavy menstrual bleeding, depression, anxiety, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge and migraine outcome was unknown and the pelvic pain had not resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered anxiety, bladder disorder, cystitis, depression, heavy menstrual bleeding, infection, menstrual disorder, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she underwent treatment due to complications from the essure device. Complications she experienced of her unintended pregnancy or delivery: open heart surgery twice (baby had two heart surgeries). Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: results: pregnant. Lot number: 898928 ;manufacture date: 2011-08; expiration date: 2014-08 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-jan-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('post implant pregnancy') and infection ('infections') in an adult female patient who had essure (batch no. 898928) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo an essure confirmation t". The patient's concurrent conditions included multigravida and parity 3. Concomitant products included ibuprofen, medroxyprogesterone acetate (depo provera) and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced pelvic pain ("severe pelvic pain/ persistent pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced infection (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vag. Infection") and vaginal discharge ("vag. Discharge"). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device, infection, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown and the pelvic pain had not resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered anxiety, bladder disorder, cystitis, depression, infection, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she underwent treatment due to complications from the essure device. Complications she experienced of her unintended pregnancy or delivery: open heart surgery twice (baby had two heart surgeries). Diagnostic results (normal ranges are provided in parenthesis if available): blood test on an unknown date: results: pregnant. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: newly added events- bladder problems, urinary problems, bladder infection, uti, vag. Infection, vag. Discharge. Reporter information was added. Seriousness criteria added for event pregnancy with contraceptive device as in previous version "pregnancy with complication" is reported. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.